Manufacturer narrative:
The up arrow button did not respond due to a corroded keypad. The unit had a minor scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a keypad anomaly after a site change. The customer did not recall any significant events leading to the alarm. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.